Event description:
Customer's husband called to report a hospitalization due to high blood glucose. Caller stated that his wife was admitted to ICU. The current blood glucose reading is 92 mg/dl. The blood glucose reading at the time of the event was 660 mg/dl. Customer was very tired, nauseated and vomiting. Hospital treated with insulin drip. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.